Event description:
The device was returned for service. During service by baxter, a broken door latch was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The customer reported that their flogard pump indicated occlusion alarm. The customer did not report when the problem was noted and if there was a patient injury or medical intervention. Evaluation summary: a baxter service technician evaluated the pump and found broken doors latch. The reported condition of occlusion alarm was confirmed, due to broken door latch. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.